Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they fired the powered stapler during transection of the stomach body in a laparoscopic gastrectomy, the distal staple line was incomplete and had poor staple formation. They reinforced the staple line with suture to resolve the issue. They used another reload to complete the case. There was no patient injury.